Event description:
New information received notes that the lead was capped and replaced on 22 feb 2024. The patient was stable throughout.

Event description:
It was reported that a patient presented with shortness of breath and dizziness. Examination of the patient's right ventricular lead confirmed over sensing of noise. Corrective programming changes were made. The patient was stable throughout.